Event description:
It was reported that 3 years prior to the report, the patient used the device less and it took less than 5 to 10 minutes to recharge every week. The week prior to the report, the patient turned it off ¿just for an experiment¿ and when he recharged, it took him 20 minutes. The patient ¿thought it wasn¿t working¿. The patient usually used it once or twice a week. In both instances, there was a ¿perfect connection¿ and the patient had 8 coupling bars. The patient always waited until there were 8 bars and ¿kept a sharp eye on it¿. The patient was going to attempt recharging the following week to see how long it took. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient. (B)(4).